Event description:
It was reported that patient presented in hospital with high, out of range, low voltage lead impedance, low r wave amplitude and loss of rv capture. Diagnostic imaging of the lead revealed no visual abnormalities. Pocket was opened to inspect the set screw. The lead tested normal via analyzer. When the lead was re-inserted into the device header, all measurements were abnormal. The device header was flushed and the lead reinserted multiple times but the measurements remained abnormal. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The reported impedance and sensing anomaly were confirmed in the laboratory. The device was tested on the bench and the rv tip feed throughwire was observed to be fractured. The cause of the field events was a fractured rv tip feedthrough wire.